Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, they found the patient unresponsive, unable to move, and unable to open his eyes. The cgm was reading 280 mg/dl while the bg was 130 mg/dl. The mother called for an ambulance and upon arrival, paramedics suspected the patient was either having a seizure or experiencing a stroke. They immediately transported the patient to the hospital where he was admitted to the intensive care unit (ICU). The patient was treated with valium, ativan, and a depakote drip administered through IV. The doctors later confirmed that the patient was having a seizure. According to the patient¿s mother, no other medical conditions were mentioned aside from the seizure. The patient was discharged from the hospital on (B)(6) 2025. No data was provided for evaluation. The allegation and the probable cause could not be determined. At the time of the report, the patient was getting better. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available